Manufacturer narrative:
(B)(4) - no injury alleged. Malfunction alleged. MDR filed. No canadian prf to be filed. The returned unit had no alarm. The alarm serves as a warning mechanism to inform the end user that they are not being supplied with a sufficient amount of oxygen. The absence of this alarm/warning mechanism presents a risk to the end user's health. Per the repair statement, the underlying cause of this issue was determined to be a broken power switch.

Event description:
The unit has no alarm.